Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The distal conductor was fractured. The proximal conductor was distorted, had blood/body fluid (not obstructed), and was melted. The outer insulation was breached (clavicle-rib crush), had a white substance, and had cosmetic depression. The inner insulation and inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched.